Manufacturer narrative:
Concomitant medical products: baxter 100ml bag, ndc 0338-0049-48, lot: p350017, exp: nov 2017, 0.9% nacl injection, therapy date: (B)(6) 2016. The affected concomitant product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The suspect set was not returned for failure investigation.

Event description:
The customer reported a cracked female luer noted during a heparin infusion, dosage and rate not provided. There is no report of leaking and no patient harm.

Manufacturer narrative:
The customer¿s report of a cracked female luer was not confirmed because the reported suspect set was not returned for investigation. Instead, a reported concomitant administration set model mz8003 was received with a sticker label with handwritten text 'leaking from here' affixed below its antisiphon valve component. Visual inspection and functional testing of the concomitant set confirmed leaking at the engagement between the bottom of the antisiphon valve and the pvc tubing sleeve. There were no obvious damages observed around the leak area or anywhere on the set. Tugging on the engagement did not result in any separation. Tugging of the set's other tubing engagements also failed to produce any separations. The root cause of the customer¿s report of a cracked female luer was not identified due to the suspect set not being returned for investigation. The root cause of the observed leak on the reported concomitant set is unknown; however previous investigations of this failure mode have shown this issue to be due to excessive pressure being able to be exerted during the push of fluid from a smaller volume syringe.